Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited a broken light guide bundle of the video cable section and therefore the light transmission was lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the broken light guide bundle in the video cable section and the resulting loss or reduction of light transmission was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.